Event description:
Customer reported that the insulin pump returned multiple motor error alarms during basal. Customer stated that the insulin pump may have been exposed to high magnetic fields. Blood glucose level was not provided, but customer stated that it was high. No further information was provided.

Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime test due to faulty board. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked reservoir tube lip and a missing end cap sticker.(B)(4)